Manufacturer narrative:
H10. Further review of this case indicates this is a duplicate report. We have submitted individual reports for each patient who suffered a wound breakdown according to the literature review (11 patients). The MDR numbers for each patient are: 8043484-2020-03422, 8043484-2020-03423, 8043484-2020-03424, 8043484-2020-03425, 8043484-2020-03426, 8043484-2020-03427, 8043484-2020-03428, 8043484-2020-03429, 8043484-2020-03477, 8043484-2020-03430, 8043484-2020-03476. We respectfully request to close this case as a duplicate and refer to the referenced cases above.

Event description:
It was reported that in a clinical observation of "negative pressure wound therapy reduces wound breakdown and implant loss in prepectoral breast reconstruction," that the pico negative pressure wound therapy (smith & nephew) was applied in 126 cases, 1 of these cases presented wound breakdown. It is unknown treatment of this complication. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.